Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A biomedical engineer reported that a patient experienced a corneal burn during cataract surgery with intraocular lens implant. There are two suspect handpieces but at the time of this report it is unknown which one was used for the patient additional information was received from the surgeon. The patient was noted to have 4.0 diopters of astigmatism postoperative. The wound was in good healing process and symptoms resolved by themselves. Additional information was provided by a company representative. The burnings occurred during surgery in the pre-phaco step with white milk appearing during the event (crystallization of viscoelastic). Occlusion signal was noted. The burn was instantaneous. Per the doctor, the viscoelastic obstructed the tip. During the sculpt step the height of perfusion was 63 cm. Relevant test and lab data: postoperative astigmatism: 4 diopters (date unknown). This is one of two reports being filed for this facility. This report is for the patient that experienced 4.0d of astigmatism after the event.

Manufacturer narrative:
The facility biomedical engineer reported that a patient experienced a corneal burn during cataract surgery with intraocular lens implant. There are two suspect handpieces but at the time of this report it is unknown which one was used on the patient. The surgeon noted the patient had 4.0 diopters of astigmatism postoperative. The wound was in good healing process and symptoms resolved by themselves. The company representative noted the corneal burn occurred during surgery in the pre-phaco step with white milk appearing during the event (crystallization of viscoelastic). The occlusion signal was noted. The corneal burn was instantaneous. The surgeon noted the viscoelastic obstructed the tip. During the sculpt step the height of perfusion was 63 cm. The company representative noted the height of perfusion at 63 cm seemed to allow an insufficient irrigation and aspiration of the viscoelastic in anterior chamber. The surgeon was noted to be operating fast and the irrigation in the sculpt step does not have enough time to make room in the anterior chamber. The company service representative examined the system on (B)(4) 2015. The company service representative sent additional details on (B)(4) 2015 and noted no problems were noted with the system. The company service representative noticed surgeon¿s memory setting at (grade 2) that the patient interface (pi) was adjusted at 80 % of ultrasounds (in sculpture and quarters). The company service representative tested one of the two phaco handpieces. The second handpiece was not tested because the staff could not certify if it was sterilized or not (so I did not touch it). The handpiece tested (s/n (B)(4)), worked but its cord had a cut. The cut phaco cord would not have contributed to the corneal burn but could be a problem in the future. The company service representative noticed that in the box of phaco accessories that the client gave to the company service representative, there were two (2) different types of I/a (irrigation / aspiration) tips. One ¿standard straight¿ and ¿one mic curved¿, the diameters are different and it could also have affected the irrigation given that the client has only one type of sleeve. The company service representative informed the customer of the difference. The customer will remove all the "standard straight tips" of the boxes since the surgeons do not use the "standard straight tips". A completed questionnaire was received. The patient was an (B)(6) years old male and surgery was performed on the right eye (od). The event occurred during pre phaco in the sculpt mode. The patient was not hospitalized. There were no medications or therapies in use at the time of the event. In the surgeon¿s opinion an occlusion of ophthalmic viscoelastic device (ovd) contributed to the event. No intervention was required. No pre-existing ocular condition or relevant pre-existing medical history was noted. The event was confirmed as a corneal burn. The wound was sutured with one stitch. There was intraoperative hypotony noted. The occlusion bell sounded. There was no corneal opacity. The corrective intervention corrected the symptoms. No further treatment was planned. The astigmatism will decrease when the stitch is removed. The outcome of the event was noted as resolved without treatment. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece was manufactured on april 9, 2014. Based on qa assessment, the product met specifications at the time of release. No phaco tip (unspecified product) was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The root cause of the corneal burn cannot be determined. According to the (B)(4): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4)

Event description:
Additional information provided by the surgeon. An intraoperative hypotony occurred. The thermal burn required sutures (1 stitch) to close the wound. Astigmatism decreased upon threads removal.